Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to their feelings and or normal results. The reporter claimed obtaining blood glucose readings of 400 mg/dl with the subject meter. This complaint is being reported because the control solution test that was performed during troubleshooting had failed & the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 (01/15/2014)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on 01/07/2014 with the following findings: the alleged complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.